Event description:
Intl affiliate reports that 4 hours following cardiovascular procedure, suture broke which required reoperation to repair. Pt experienced hemmorrhage and hypotension which required blood transfusion. It is also reported that pt experienced cardiac arrest and brain damage.